Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he had air bubbles anomaly on the reservoir. Customer's blood glucose was unknown mg/dl. Customer advised that he kept insulin at room temperature and had changed infusion set to different length tubing, shorter tubing but problem still not solved. The customer was advised that the reservoir would be replaced from different lot number. Customer was advised to call us back once he tried them to tell us if it solved the issue or not.